Event description:
It was reported that this right ventricular (rv) lead was repositioned per physicians' discretion, after x-ray was performed post operative. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned per physicians' discretion, after x-ray was performed post operative. This lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the physician decided to reposition the lead because the physician worried that the lead was in the coronary sinus (cs) and not septal even though the interrogation suggested the lead was not in the cs. No additional adverse patient effects were reported after the revision procedure.